Event description:
It was reported that the patient¿s rate changes the morphology and size of the r and t waves on the implantable cardiac monitor, which causes some r waves to be undersensed while there are longer, consistent periods where the t waves are oversensed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).